Manufacturer narrative:
The pump has not been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed if the pump is returned. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/05/2017 with the following findings: investigation did not duplicate the moisture complaint. No moisture was observed under the display lens or in the battery compartment. Leak test passed. The pump cover was removed for inspection with moisture damage found inside the pump. Investigation did not duplicate the complaint.